Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 8 infusion sets cannula being kinked between (B)(6) 2024 to (B)(6) 2024. This issue led to an increase in blood glucose level which was treated with correction bolus via pump. The set was found to be kinked 3 or more hours after insertion, after being in use for less than 24 hours. The site of insertion was located at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.